Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that two capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the device was tested outside the patient and was actuated without loading the suture. It was then noticed that the carrier was unable to retract from the capio cage. Reportedly, a second capio device was used and the same issue occurred. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
Block e1: complete initial reporter address: (B)(6). Blocks f10 and h6: device code of 1536 captures the reportable event of carrier retraction problem. Block h10: visual analysis revealed that one capio device was returned for analysis. No visual issues were observed with the catch and carrier. Also, the 10 riveting pins were in place. Functional analysis was performed by actuating the carrier three times and it could be extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the catch slot without any issues. The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. After analysis it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probale cause for this complaint is no problem detected, since the device complaint or problem cannot be confirmed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that two capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the device was tested outside the patient and was actuated without loading the suture. It was then noticed that the carrier was unable to retract from the capio cage. Reportedly, a second capio device was used and the same issue occurred. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.